Event description:
It was reported that the device had a downstream occlusion seal degradation which was found before infusion. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
D3 date of event unknown. E1 initial reporter phone#: (B)(6) one device was received for investigation. During visual inspection, no damage or anomalies were observed with the device. No issues were observed in the device event log. The reported issue was confirmed during functional testing when the device lock sensor was determined to be non-functional. However, the investigation could not identify a root cause for this condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device lock sensor will be replaced.